Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two endeavor sprint des were implanted in the lad. The patient died from unknown cause. The investigator classed as cardiac death. Investigator assessed the event as not related to the device or antiplatelet medication.